Event description:
Ventilator went inop on a patient with an error code "19". The therapist noted the several events prior to the inop. Circuit fault alarm appeared, high prolonged press alarm appeared, inop alarm-shut down and code e19 in the select window.